Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "I hope you don't have a lot of disappointed people. I had my surgery before thanksgiving and still have swelling and pain."